Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device performed as expected but became stuck on the wire while being retracted from the body. The catheter would not separate from the non-boston scientific (non-bsc) guidewire after the ivus imaging run was complete. Both the catheter and the wire were pulled out together. The procedure was completed using alternative method. No patient complications were reported.